Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the sheath outer coating peeled off. The procedure was completed with a larger leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the cannula insulation had peeled 8.2 to 8.7 centimeters and 10.3 centimeters from the stylet tip. No damage was identified to the array tines. Additionally, the array functioned properly. The condition of the returned incident device was consistent with the complaint that the device insulation peeled. Information was received from the account which confirmed the use of a metal needle guide with the electrode. The directions for use (dfu) caution the user of potential complications if a metal needle guide is used. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the sheath outer coating peeled off. The procedure was completed with a larger leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. (B)(4) - the reported event of insulation peeling. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).